Event description:
Whilst shaving the meniscus inside the knee joint, bits of metal were coming off the shaver blade into the joint, and sticking to the meniscus/area being resected/shaved. Some of the pieces were able to be removed, but not all.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the returned device was evaluated for shedding and it was observed that the outer blade runout was measured to be .106". This is 7 times the maximum design tolerance and resulted in a misalignment of the inner and outer blades. It was also observed that there was friction present when disassembling the inner blade from the outer blade. The blade is found to be bent, resulting in shedding. A bend of this magnitude is typically caused by excessive lateral load being applied during use. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. (B)(6).